Event description:
Customer called in to report that a pod alarm went off during the operation of the pod. Customer didn't understand why her blood glucose (bg) was high and thought that the pod was having problems before it alarmed. Her bg levels ranged between 406mg/dl and high for approximately 3 hours before the pod alarmed.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The damage eventually led to a device alarm being received by the customer. However, the customer's bg levels elevated prior to the alarm. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels. The user was able to start a new pod successfully. The lot was found to have met all acceptance criteria.